Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Post-shock asystole is a known potential outcome of external defibrillation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital and her daughter was present during the event. The lifevest detected ventricular tachycardia (vt) at 6:40:46. A 150j treatment was delivered at 6:42:17. The rhythm after the treatment was asystole. After 21 seconds, the asystole transitioned to ventricular fibrillation (vf). The response buttons were pressed during the event before the first shock but not during the treatment sequence that resulted in the defibrillation shocks. The response buttons functioned appropriately. A second treatment (152j) was delivered at 6:42:52. The rhythm after the treatment was bradycardia at 55 bpm. The device was shutdown at 6:52:23. Resuscitation efforts were reportedly attempted. The patient passed away on (B)(6) 2016. Post-shock asystole is a known potential outcome of defibrillation.